Event description:
The customer contact reported a tubing separation. The tubing was reported to have separated from the proximal y-site. No specific pt or event info was provided; however, the customer contacted indicated that there were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the device was discarded..